Event description:
It was reported that the t1 and t2 deploy together. No patient injury was reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that the t1 and t2 deploy together.¿ the condition of the device indicates the trigger was inadvertently advanced during removal from the packaging. There is no sign of use aside from t1 being outside the delivery needle. There is no apparent twisting or bending of the delivery needle. No mechanical problem was found. A functional test confirmed that the device delivery system cycled and advanced as expected. It is possible for anchor(s) to be inadvertently released upon opening the inner cardboard sleeve, although it is unusual for both t1 and t2 to have been deployed. The deployment trigger may be accidentally caught on the cardboard band that retains the handle assembly.